Manufacturer narrative:
Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. D4 primary UDI number corrected. D4 model no. Corrected.

Event description:
It was reported that there was a malfunction resulting in display failure. There was no patient involvement.

Manufacturer narrative:
The customer declined service. No repair information available. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.